Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. Unable to confirm the motor error alarm due to the blank display. Corrosion on the motor assembly was noted during visual inspection.

Event description:
The customer reported water damage and motor error alarms after jumping in the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.